Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens investigated the issue. The instrument manufactures its own cuvettes from a continuous roll of clear film. The reagent and sample are placed inside the formed cuvette and the reaction takes place. Before the cuvette is rotated into the waste container from the cuvette wheel it is hot sealed by the top seal. The operator must cut the cuvette film from the roll to discard the film waste. A siemens customer service engineer (cse) was dispatched to the customer site and determined the top seal on the instrument was not sealing properly, which contributed to the exposure to the reagent fluid. The cse replaced the top sealer. The dimension operator's guide instructs the operator to wear personal protective equipment (ppe) when discarding waste, the cuvettes and the contents of the cuvettes which may be hazardous and to follow laboratory procedures when troubleshooting and performing maintenance on the instrument. The operator was not wearing appropriate ppe. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument was troubleshooting the instrument. The customer was trying to clear a loci vessel jam and was checking the film. The instrument appeared to lock up and was powered down and restarted. The system check passed and the instrument was operational upon restarting. The customer noticed the film was not sealing. As the customer was checking the film and discarding the cuvette reagent waste, it splashed into his face. The operator was not wearing eye protection at the time. The operator washed his eyes and went to the emergency room. There are no reports of patient intervention or adverse health consequences due to the exposure to the reagent fluid.